Manufacturer narrative:
Company comments: a (B)(6) male patient with medical history of arterial hypertension and rhizomelic pseudopolyarthritis, treated with valsartan and low doses of methylprednisolone for over 5 years, underwent a virtual colonoscopy for assessment of tenesmus and abdominal pain. The insufflation was performed with co2 with an automatic pump, followed by an additional manual re-insufflation with ambient air. The examination showed a severe and non-complicated sigmoid and left colic diverticulosis and a dolichocolon. Few hours after the examination, the patient developed severe lower abdominal pain requiring hospitalization. The x-ray of the abdomen without preparation revealed a pneumoperitoneum which was confirmed by an abdominal CT-scan which showed free air in the pre-hepatic area, the right flank and the posterior side of the caecum and a dilated right and transverse colon with infiltration of the right parietocolic fascia and of the abdominal CT-scan which showed free air in the pre-hepatic area, the right flank and the posterior side of the caecum and a dilated right and transverse colon with infiltration of the right parietocolic fascia and of the fat in the back of the fascia. The patient was treated conservatively with diet, total parenteral nutrition and antibiotic therapy and fully recovered few days later. The author assessed the insufflation on lesion free colon, fragilized by chronic corticotherapy at low doses as the cause of perforation. Bracco agrees with this assessment. However, it is not clear if the perforation occurred due to the automated insufflation of co2 or only afterwards, when room air manually was insufflated.

Event description:
Narrative: march 22, 2013: due to a request from a regulatory authority, a literature search was conducted and bracco (B)(4) became aware of this literature case which was forwarded to (B)(4) (operating on behalf of bracco) on march 29, 2013. A (B)(6) male patient with medical history of arterial hypertension and rhizomelic pseudopolyarthritis, treated with valsartan and methylprednisolone with alternated doses of 4 mg and 6 mg daily for over 5 years, underwent a virtual colonoscopy (cv) for assessment of tenesmus and abdominal pain. The insufflation was performed with co2 with an automatic pump (protoco2l, ezem, westbury-ny, USA), followed by an additional manual re-insufflation with ambient air. The examination only showed a severe and non-complicated sigmoid and left colic diverticulosis and a dolichocolon. Within the hours following the examination, the patient developed severe lower abdominal pain requiring hospitalization. On admission, the patient was febrile at 38.6°c and had tachycardia with 90 beats per minute. He presented a sensibility and a muscular defense of the epigastrium and the right hypochondrium, with a retained but slowed peristalsis. The liver palpation revealed hepatomegaly. Blood tests revealed leucocytosis of 11,610 white cells/mm3 (normal: 4-10,000/mm3), c-reactive protein was 12.5 mg/dl (normal: <0.6 mg/dl), fibrinogen at 684 mg/dl (normal: 225-450 mg/dl). Later blood cultures showed a bacteroides fragilis infection. The x-ray of the abdomen without preparation revealed a pneumoperitoneum which was confirmed by an abdominal CT-scan which showed free air in the pre-hepatic area, the right flank and the posterior side of the caecum and a dilated right and transverse colon (maximum caecum transverse diameter of seven centimeters) with infiltration of the right parietocolic fascia and of the fat in the back of the fascia. There was no air in the perisigmoid area. The patient was treated conservatively with diet, total parenteral nutrition and antibiotic therapy with amoxicillin and clavulanic acid. A few days after event onset the patient recovered and oral nutrition was gradually re-introduced. Two weeks after admission the patient was discharged from hospital. The case was assessed as serious due to the required hospitalization. The author assessed the insufflation on lesion free colon, fragilized by chronic corticotherapy at low doses as the cause of perforation. He advised that the risk factors of chronic corticosteroid treatment, colon inflammation or occlusive stenosis of distal colon should be considered when making the indication which form of colonoscopy should be performed. This is the first case describing a similar situation. Outcome: recovered this case is medically closed. Citation: debugne g, gillet b, pierard s, salovic d, kirsch j, gallez jf, d¿harveng b, el nawar a, nakad a: a propos d¿un cas de perforation colique apres une coloscopie virtuelle. Gastroenterologie clinique et biologique 2006, 30: 11-03-11-05. Worldwide case ID: (B)(4).